Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the reported event of a separation of the silastic sleeve from the metal connector of the driveline was confirmed. A clamshell repair was performed by an abbott technical services representative on 12 sep 2019. The patient remains ongoing on (B)(4) and no related issues have been reported at this time. The heartmate ii lvas IFU and patient handbook explain how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient presented in clinic with damaged driveline. Outer layer of driveline pulled back at distal end. Clamshell repaired completed on (B)(6) 2019.